Event description:
It was reported in canada that the patient had skin concerns with nodules and wounds related to vyalev therapy, and treatment was 2 courses of oral antibiotics¿first course prescribed at the hospital for 5 days with no effect, followed by a different antibiotic prescribed by oncologist for 10 days which helped clear the wound.

Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).